Event description:
Additional information/adjudication minutes were received and reviewed. The cec committee indicated that: the patient expired approximately twenty-seven months after the index procedure. The site learned about the patient¿s death from the public record. No further information for this event will be forthcoming. Complication to adjudicate event date delta comments status death, cardiac (dapt) related to device -agree; death, cardiac (cordis)- unknown vessel - related to device agree; stent thrombosis (protocol definition) ¿ disagree; possible stent thrombosis (arc) related to device ¿ agree. The indication for the cypress study index procedure was a 100% stenosis in the proximal right coronary artery (rca). The lesion was 30mm long, type c, de novo and with thrombus prior to the percutaneous coronary intervention (pci). The timi flow was 0. The lesion was pre-dilated with a 3.5 x 10mm durastar rx balloon at twenty atmospheres (20 atm.). A 3.0 x 33mm cypher rx stent was successfully deployed at eight atmospheres (8atm.). The stent was post-dilated. The residual stenosis was 0% and timi flow post-procedure was 3. There were no complications or product malfunction during the procedure.

Manufacturer narrative:
As reported during the adjudication process, approximately twenty-seven months after the index procedure the patient expired. The cause of death was unknown as the event was learned from the public record. It was unknown if an autopsy was performed. The event was adjudicated as possibly related to the device and a possible stent thrombosis. No further information regarding this event is available. The patient had a 3.0 x 33mm cypher rx stent implanted in the proximal right coronary artery (rca) during the study index procedure. The lesion was reported to be: 30mm long, type c, de novo and with thrombus prior to the percutaneous coronary intervention (pci). There were no complications or product malfunction during the procedure. The device remains implanted and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15055069 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. The cause of death was unknown. The event was thought to meet the arc definition for possible stent thrombosis. It was not known if the patient had been continuing antiplatelet therapy. The patient¿s past medical history included: angina, hypertension, mi, copd, past smoking and a family history of coronary artery disease. Very late thrombosis is a known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of stent implantation produces intended damage to the intima of the vessel wall in order to remodel the wall and reestablish patency of the vessel. The disruption of the intimal layers triggers the immune system to heal the damaged areas, thus activating the clotting mechanism as well as the inflammatory response. The combination of inflammatory response and clotting cascade can lead to thrombus formation in side of the stent and instigate vessel remodeling around the stent, producing gaps between the stent and the vessel wall. There are possible patient, pharmacological, and lesion factors that may have contributed to the reported event. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
Please reference MFR. Report # 3003742446-2010-00053 for this patient. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.